Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out during the manual prime process. It was also found the customer was stuck in the rewind complete/bolus delivery loop. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was protruded. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window and a broken belt clip slot.